Event description:
It was reported that during a device change out, externalized conductors were observed. It was noted that the lead was previously capped for a decrease in r waves, sensing anomaly and inappropriate high voltage therapy due to post-paced t wave oversensing. The lead was explanted and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).